Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level, high ketone levels and confusion. A healthcare provider identified the ketone levels as dangerous. Customer's continuous glucose monitor read "high," however, specific bg value was not provided. The cause for the reported issue was unknown. Reportedly, assistance was required in administering a manual insulin injection. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.